Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was reported to be due to bacteria. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug infusion and another unspecified anti-inflammatory drug (intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was withdrawn. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.